Event description:
Female patient became angry after meeting with the psychiatrist, went to her room, broke a bolted beside cabinet off the floor and attempted to barricade the door while she attempted to hang herself with a "break-away" curtain. The curtain did not perform as intended (did not break-away) but patient was found hanging quickly by staff without injury.we discovered that when the curtain is fully extended, the snaps disconnect as intended but when the curtain is bunched at one end of the curtain rod, the snaps do not disconnect and the curtain can hold substantial weight. We have discontinued the use of these curtains and are modifying them with velcro attachments which break away as intended. We have shared this information with the manufacturer.======================manufacturer response for break away safety curtain, not available (per site reporter).======================manufacturer's representive visted the medical center - this representative had not seen this product before.